Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022 (stated as within the last ten days). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) amia cassettes had the patient line green caps that were disconnected from the connector. It was further described as the "the patient line caps were off and inside of the bag". This was observed before use of the devices for peritoneal dialysis therapy. The patient did not use the cassettes that had the caps off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. A visual inspection with the naked eye noted green pull ring cap dislodged from the patient luer connector on both of the returned sets. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.